Manufacturer narrative:
Voluntary medwatch report received: mw5159213.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited noise oversensing and high pacing impedance. No intervention was performed. There were no patient consequences.